Event description:
Reported by the complainant as follows: three patients had rectal bleedings while using flexi-seal (not: signal) at the beginning of 2010. According to the doctor, causality is possible but not proven. Because of these bleedings all these patients had to be referred to the (B)(6) hospital in (B)(6) where at least in one case a pressure ulcer was seen. In the meantime one of these patients died as a result of a different disease.

Manufacturer narrative:
(B)(4)